Event description:
During a low anterior resection procedure, the device cut but did not staple. Had to convert to an open procedure. Used a device of a different product code to complete the procedure.